Manufacturer narrative:
Device not returned for eval. A review of the complaint database did not reveal any other incidents of this nature with this lot or catalog item. Event described as the needle being bent and broke upon removal. Bd needle cannula are routinely checked for reversal testing and bend strength to determine if they are within the established criteria. A possible cause associated with this type of incident could be the angle of insertion. The flexibility of the cannula is relative to the gauge and length. It is important during injection with a needle cannula of this gauge, to maintain a straight axial force to minimize deflection and subsequent bending of the needle. If a needle becomes bent, it should be replaced. No attempt should be made to re-straighten a bent needle since breakage is very likely to occur.

Event description:
A male underwent right acl reconstruction in 2008, planned with use of spinal anesthesia (ambulatory surgery). In preparation for spinal anesthesia induction, the pt was in the or, sedated with versed 5 ml and approx 30 mg propofol. A right femoral nerve block was placed, uneventfully. The pt was then positioned for spinal anesthesia (sitting with legs off to side of bed). His back was prepped with betadine and draped. A 27 g, 1 1/4" needle was used for skin infiltration, at which time the pt jerked and tensed up, and the needle was bent and snapped upon withdrawal. The surgeon was immediately notified and the pt was kept under deep sedation. A 2" vertical, 0.5" deep incision was made along the needle tract. Under fluoroscopic guidance, approx a 1cm bent needle fragment was retrieved by the surgeon. No fragment remained in the back, as confirmed by fluoroscopy. The pt received general anesthesia for the procedure instead of the spinal, along with the femoral nerve block. The procedure was completed uneventfully; the pt was transferred to the recovery room in stable condition, and was discharged home that same day.